Event description:
It was reported that during a procedure to treat a chronic total occlusion (cto) in the distal right coronary artery (rca), during advancement of the fielder xt guide wire in attempt to cross the lesion the tip of the fielder xt guide wire separated in the patient anatomy. Reportedly, no attempts were made to retrieve the separated tip from the patient anatomy and dilatation was performed and a stent was implanted to embed the tip to the vessel wall in the distal rca. The target lesion was not treated as the physician was unable to cross the cto. Reportedly, there was no bad outcome for the patient and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.